Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No issues were observed on the sensor patch. Adhesive was not returned. Issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as itching, skin irritation, and a pimple on the skin at the insertion site. The customer had contact with a healthcare professional who advised the customer to discontinue use with the adc device and prescribed two pyostacine tablets twice daily, application of diprosone cream twice daily, and one cetirizine tablet daily for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as itching, skin irritation, and a pimple on the skin at the insertion site. The customer had contact with a healthcare professional who advised the customer to discontinue use with the adc device and prescribed two pyostacine tablets twice daily, application of diprosone cream twice daily, and one cetirizine tablet daily for treatment. There was no report of death or permanent impairment associated with this event.